Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: we received a complaint regarding a disposable needle 13 x 0.40 w/ safety lock, where we detected that when beeping the material's barcode, a different barcode was entered than the one described on the material's label. The divergent barcode refers to the 30x8 eclipse bd hypodermic needle. Additional information provided: date of event identified? 12/09. Was anvisa notified? If yes, what was the notification number? No. Is the physical sample available for return for evaluation? Yes. How many units are available for collection? (B)(4). Is sample contaminated, if yes inform the substance. Not contaminated.

Manufacturer narrative:
Video received for investigation. Through visual inspection, the scan on the product generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team¿s investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. Coverage was carried out to verify that the other codes are correct.

Event description:
No additional information..